Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported tissue injury or mitral regurgitation. Based on available information, a cause for the reported tissue injury could not be conclusively determined. The reported mitral regurgitation appears to be a cascading event of the tissue injury. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
On (B)(6) 2025, a patient presented with grade 3-4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, one mitraclip nt was placed at anterior and posterior leaflet 2(a2p2). The mr was reduced to grade 1-2 post procedure. There was no clinically significant delay. Heart failure symptoms began worsening the same day of procedure. Mr worsening of grade 4 was confirmed in transesophageal echocardiogram(tee). On (B)(6) 2025, a tee scan revealed a tear in the posterior leaflet. On (B)(6) 2025, a mitral valve replacement surgery was performed. The patient remains intubated and is in stable condition.